Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a colectomy, a piece of the active waveguide detached from the device and fell into the pt cavity. The piece was retrieved. The surgical staff installed a new dissector and successfully completed the procedure. The surgeon stated that the pt had undergone previous surgeries and the dissector may have came into contact with a existing staple line from a prior procedure. There was no pt injury.